Event description:
It was reported that the device was over-occluding and exhibited a crack in the rear case. They requested that further evaluation and repair be performed by our service team. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device was over-occluding and exhibited a crack in the rear case¿ was confirmed through delivery accuracy test legacy and visual inspection. There was no 12-month service history during the review. The visual and functional testing was performed. The device requires camshaft replacement.